Event description:
It was reported that this implantable pacemaker system recorded a signal artifact monitoring (sam) episode due to noise on the right atrial (ra) channel, which deactivated the minute ventilation (mv) feature. In addition, out of range pacing impedance was recorded in the right ventricular (rv) channel. Upon technical services (ts) review, it was discussed that there is also noise oversensing that does not appear to be related to the mv and it might come from a lead impairment condition. Troubleshooting suggestions were provided by ts to evaluate the ra lead integrity. No adverse patient effects were reported. This device system remains in-service. The ra and rv leads model/serial numbers are not available at this time.